Event description:
The report we received from the field indicated that the surgeon was placing the ivc filter via a right jugular approach. It was verified that the filter was placed below the renals and above the bifurcation. However, upon deployment of the filter, only the top portion expanded and the bottom portion did not. It was stated that the filter may have inadvertently slipped into the lumbar vein prior to deployment, which could have restricted the filter from opening fully. The filter was scheduled to be removed the following day, and a new one placed, but the pt was not made npo, ate, and therefore the replacement was scheduled for the next day. However, a replacement procedure was not performed. Instead, a repair was performed. A different physician along with the medical director at the account went in and found that the filter had indeed been placed with its base in the lumbar vein.